Manufacturer narrative:
Device evaluated by MFR: an initial examination of the complaint unit was not carried out as the product was not returned to site for investigation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed.the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR ID#: 2134265-2011-01148. It was reported that during a rotational atherectomy treatment procedure, the burr became stuck in the lesion and a vessel dissection occurred. The patient presented with stable angina which was limiting the patient's quality of life. A temporary pacemaker was placed via the right common femoral vein. Access was gained through the right femoral artery. The 70% stenosed, 25mm long lesion was located in the severely calcified mid right coronary artery (rca). Following placement of a non-bsc 7fr ar2.0 guide catheter in the rca, the rotawire guide wire was advanced in the distal plv branch. A 1.25mm rotalink burr was then advanced and several runs were made with the burr at 160,000 rpms. On the last run, the burr became caught in the mid rca. An attempt to pull it back manually was unsuccessful. While attempting to pull the burr, the guide catheter was pulled in the rca, dissecting the proximal segment. The patient became hypotensive and developed chest pain. An intra-aortic balloon pump was placed via the left common femoral artery, and the patient's blood pressure improved and chest pain resolved. There was not an operating room available, therefore the patient was transported across the street where CABG was performed and the burr was removed.